Manufacturer narrative:
As reported in a research article, 130 consecutive patients underwent robotic mitral valve replacement with sjm mechanical heart valves between 2014 and 2020. Four events of patient death were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2648612-2021-00027. The article, "comparison of postoperative outcomes between robotic mitral valve replacement and conventional mitral valve replacement" was reviewed. This research article is a retrospective single center experience to compare the postoperative results of robotic mitral valve replacement and conventional mitral valve replacement. Sjm mechanical heart valves were associated with the study. There is no allegation of malfunction of the abbott device. The article concluded that robotic mitral valve replacement is an effective and reliable method since total perfusion and cross-clamp times are longer, drainage amount and blood transfusion need are less, and ventilation time, intensive care, and hospital stay time are shorter. The following report of death is being conservatively reported. The primary and correspondence author of this article is huseyin sicim, md, department of cardiovascular surgery, university of health sciences, gulhanem training and research hospital, ankara, turkey with the corresponding email: drhuseyinsicim@gmail.com.